Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of an "upstream occlusion, clear occlusion between pump and reservoir" alarm message. Functional testing was unable to duplicate the reported issue, the upstream sensor was found to be within specifications. No root cause could be established as the device functioned as intended. However, the upstream and downstream occlusion sensors wer re-calibrated as a preventive action. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device that an upstream occlusion alarm went off. No patient injury. No additional information is available for this complaint.